Event description:
Customer reported on a bravo ph capsule that failed to attach and was retrieved. According to the customer, the capsule had to be recovered with a roth net. When the doctor pulled it out the esophagus may have been punctured, which was a concern the doctor raised. The pt was not seriously injured following the procedure. No further info is available.